Event description:
A customer reported experiencing a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and guided the customer through the reset process. After the reset, the cgm error did not reappear, and the customer successfully started a new sensor session.